Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w: 4.11 e. Retainer ring = black. The customer complained the charge/battery lasts less than expected. Needs download and make a graph. The thus download was successful. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alert noted in the pump trace download. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Pump passed the self test and displacement test. Unit was cut opened, inspected and tested. Moisture damage found on j1 connector on pcb2 and lcd 40 pin flex cable copper connector traces. Cleaned/dried the moisture damage area and power up. The result is no changed. Swapped the pcb1 with a test board and powered up. The operating current is still high. Swapped the pcb2 with a test board and powered up. The operating current is within spec range. Inconclusion, pump was received with high operating current due to moisture damage inside j1 connector on pcb2.